Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but was returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The culture test result was negative for the subject device. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that two patients were cross contaminated with enterobacter cloacae. After the patients contamination were confirmed, the user facility conducted culture test and 8 ufc / 100ml of unspecified enterobacter was detected from the subject device. The investigation is ongoing whether the microorganism detected from the subject device is the same as that detected from the patients. This is one of two reports.